Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a surgical procedure the ligation system hemolok failed because in one direction of the gyre the bite opens and in the other way the bite closes. Even when it is not activated by the mechanism to close. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50pc. Lot in march of 2016. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. Per video clip sent we are unable to determine what caused the alleged defect. All instruments produced at this facility are. Thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
During a surgical procedure the ligation system hemolok failed because in one direction of the gyre the bite opens and in the other way the bite closes. Even when it is not activated by the mechanism to close. There was no patient injury.